Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that 8-9 months ago the patient started having a burning pain in their lower back that felt like someone was driving an electric red hot poker in their back. The patient turned their therapy off and the pain stopped. Patient mentioned that they have degenerative discs. Patient is now having to get an MRI and the MRI facility needed the patient's MRI card information. Agent reviewed MRI compatibility with the patient and explant process. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.